Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating. It was noted that the lockout valve was defective. The pump was explanted and replaced with a tenacio. There were no patient complications reported.